Manufacturer narrative:
Initially the device was indicated as discarded, sample was later found and returned for evaluation. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter is confirmed and was determined to be use related. One 2 fr per-q-cath catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. What appeared to be some sort of tape was observed between the 3 cm and 4 cm depth markers. A microscopic observation revealed a large split in the catheter at the 0 cm depth marker, approximately 6 mm distal to the strain relief. The split was observed to be mostly straight and longitudinal but slightly diagonal with one curved corner. The fracture surface was observed to be rough and granular in texture. The catheter was dissected to inspect the inner walls of the catheter. Some abrasive damage was observed on the inner wall of the catheter near the split, which was likely caused by the stylet. Stylet damage can occur if the stylet is not wetted prior to manipulation within the catheter, by excessive force during manipulation of the stylet, and/or by pinching or clamping of the catheter with the stylet still inserted. The product IFU states: ¿preflush catheter with sterile normal saline or heparinized saline to wet hydrophilic stylet¿ and ¿never use force to remove the stylet. Resistance can damage the catheter.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that there is a "broken hole on the catheter." No other information provided.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that there is a "broken hole on the catheter." No other information provided.